Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed an external flash component error two or three days prior to the call. She stated that she rebooted the insulin pump, and the insulin pump worked okay until the alarm recurred on the day of the call. She stated that she tried to bolus and lost all activity on the insulin pump before the display went blank. The customer's blood glucose was 231 mg/dl. She stated that the insulin pump did not show any signs of physical damage, and it had not been dropped, bumped, or exposed to moisture. Upon troubleshooting, the display did not return with a battery replacement or with the cleaning of the battery cap contacts. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.